Event description:
The consumer reported having inserted the nasal swab contained in the binaxnow covid-19 antigen self-test into the test card which had already had the reagent added. The consumer reported having no reaction to being exposed to the reagent. No additional patient information including treatment and outcome was provided.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet to the customer. A supplemental report will be provided if any additional is obtained.